Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported dissection is a known adverse event as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left internal carotid artery, pre-dilatation was not performed and the emboshield filter was successfully placed. A rx acculink stent was successfully deployed and post-dilatation was performed using a non-abbott balloon. After removal of the filter, cerebral images noted a proximal dissection. A 6 x 30 rx acculink stent was deployed for treatment of the dissection. The physician commented that the dissection may have been caused by the barewire. Although the procedure was prolonged, the patient did not display any neurological adverse effects. The patient may have been transferred to another hospital for neurological observation. Though requested, additional information was not provided.